Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer used a non sterile calibration window to perform a surgical procedure.

Manufacturer narrative:
Service call (B)(4) was opened to investigate the reported event. The users are trained during the initial clinical training about the use of the different windows. There were no patient injuries reported by the clinical site. (B)(4) was issued and will be sent to all users reviewing the proper use of calibration window and pid windows.

Event description:
Customer used a non sterile calibration window to perform a surgical procedure.